Event description:
Device returned with oos from on 10/2005. Patient felt shocking sensations. Possibly due to brain stimulation device.

Event description:
Device returned with oos form in 2005. Pt felt shocking sensations. Possibly due to brain stimulation device.